Event description:
It was reported that the remote home monitor issued an alert for high out of range right atrial (ra) lead impedance measurements of greater than 3000 ohms that triggered the lead safety switch (lss) and changed the polarity to unipolar. Review found that the measurements had been out of range at the in office interrogation a few days earlier and the pacemaker had been reprogrammed to pace and sense in the ventricle only. The pacemaker and ra lead remain in service and no adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
This report is being filed to update the conclusion code after further review of the data available as the device was not returned.

Event description:
It was reported that the remote home monitor issued an alert for high out of range right atrial (ra) lead impedance measurements of greater than 3000 ohms that triggered the lead safety switch (lss) and changed the polarity to unipolar. Review found that the measurements had been out of range at the in office interrogation a few days earlier and the pacemaker had been reprogrammed to pace and sense in the ventricle only. The pacemaker and ra lead remain in service and no adverse patient effects were reported.